Manufacturer narrative:
Device analysis: the device was returned for engineering analysis and no electrical failures were detected i.e. The needle passed the resistance and hipot tests. The needle also operated several times in thaw mode with no issues detected. Disassembly of the device to examine the heater component found damage on the insulation of the heater (resistance) wire. Damage to the resistance wire insulation layer on the heater can lead to intermittent current leakage at this point. It is possible the needle caused or contributed to the reported complaint. Muscle stimulation can occur when current flows through the patient tissue due to poor needle grounding.

Event description:
It was reported muscle stimulation occurred. Two iceforce 2.1 cx 90 degree needles were being used in a renal cryoablation procedure. After the 2nd freeze cycle, final thaw was initiated using I-thaw mode. The patient displayed some jerking/twitching movements. Thawing was stopped and switched over to a passive thaw for approximately 6.5 minutes. The physician was using the cauterize function, but within seconds of starting, the patient jerked and his legs moved and bent at the knee. The patient was lying in a prone position. Once the needles were removed bleeding was noted. The patient was awake and talking at the end of the procedure and complained of a little pain. No additional intervention was needed and the patient was sent home the same day, doing well.

Event description:
It was reported muscle stimulation occurred. Two iceforce 2.1 cx 90 degree needles were being used in a renal cryoablation procedure. After the 2nd freeze cycle, final thaw was initiated using I-thaw mode. The patient displayed some jerking/twitching movements. Thawing was stopped and switched over to a passive thaw for approximately 6.5 minutes. The physician was using the cauterize function, but within seconds of starting, the patient jerked and his legs moved and bent at the knee. The patient was lying in a prone position. Once the needles were removed bleeding was noted. The patient was awake and talking at the end of the procedure and complained of a little pain. No additional intervention was needed and the patient was sent home the same day, doing well.